Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The pump alarmed compromised force sensor system during the displacement test due to motor high current draw. Unable to perform the displacement test, prime/compromised force sensor system test, basic occlusion test, occlusion test, and excessive no delivery test due to compromised force sensor system alarm.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm during prime process. Customer stated the drive support cap appears normal. Blood glucose level at the time of the incident was 390 mg/dl and it was not noted how the customer treated. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.